Manufacturer narrative:
Unit received with blank display due to severely corroded electronic assembly. The motor had moisture damage and the force sensor was also corroded. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to blank display. Unit had cracked battery tube threads and cracked case at the battery tube side. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Event description:
Information received by medtronic indicated that they insulin pump had blank display. No harm requiring medical intervention was reported. Customer stated that she got thrown into the pool and insulin pump got wet and when she got out it was beeping and now it was not turning on. Customer stated that insulin pump was exposed to moisture. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated the display was not blank less than 30 seconds and did not returned. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated cracked on battery compartment. Customer stated the spring was neither damaged nor corroded. Customer stated that display did returned after insulin pump restart. The insulin pump will be returned for analysis.